Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The complainant reported that during impella 5.5 support for patient, there were purge pressure high alarms. The purge line was noted to be free of kinks. The purge cassette was not replaced. Tpa was added to the purge. The motor current was monitored, and pump exchange was recommended. There was no reported patient harm.

Event description:
Additional information: it was reported that patient care was withheld and the patient expired. Per abiomed medical safety office, abiomed does not have enough information to associate use of device with outcome.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. The pump was returned for investigation. The product was inspected, and biomaterial was found around impeller which upon clearing, did not reproduce high purge pressure. The root cause of high purge pressure was most likely biomaterial as high purge pressure did not reproduce. Instructions for use for the related event: high pressure purge. Impella 5.5 with smart assist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ b5 additional information added. B7 additional information added d9 updated. G1 manufacturing reporting contact and manufacturing site address corrected. D6b added. H6 medical device problem code corrected. H10 instructions for use corrected.